Event description:
It was reported that the pt was experiencing unintended stimulation on the abdominal area and right side of the body instead of the left side and the back. The next course of action is yet to be decided. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.